Manufacturer narrative:
(B)(4). Associated products : item#: unknown; unk persona poly insert lot#: unknown. Item#: unknown; unk persona knee tibial tray lot#: unknown. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04091. 0001822565 - 2020 - 04092.

Event description:
It was reported the patient underwent an initial tka two years ago. Subsequently, the patient was revised due to pain and instability on last month. Additionally, the revising surgeon commented the tibia was cut too much varus, the rotation was wrong, the femur is externally rotated, and a distal augment was needed to correct the alignment.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Radiographs were received and reviewed by a healthcare professional. Review of the radiographs found no evidence of fracture or other acute abnormalities. There is no evidence of loosening. There is abnormal alignment with lateral deviation of the tibial stem and varus alignment. The bones are osteopenic. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.